Event description:
A falsely elevated troponin I result of 10.28 ng/ml was obtained on a pt sample. The result was reported to the physician who questioned the result. The sample was repeated on the same analyzer and a result of <0.04 ng/ml was obtained. The sample was repeated on an alternate analyzer and a result of <0.04 ng/ml was obtained. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was misaligned hm wash probe.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a misaligned hm wash probe. A siemens healthcare diagnostics inc field service rep was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.